Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'would not alarm when there was upstream occlusion occurred during testing' was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the door and hook set up were out of specification. The ultrasonic sensor will be replaced as a precautionary measure and the door hook requires adjustment. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to sense upstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.